Manufacturer narrative:
The returned samples of this event was requested but hasn't been received till now, no sample for evaluation. The DHR of this lot was reviewed without any similar issue, the retained samples were inspected and they all meet the specification. The event can't be confirmed, the root cause can't detected currrently. No action will be taken currently, this issue will be monitored. A supplemental report will be submitted if further information received.

Event description:
The initial reporter indicated that the syringe plunger became "stuck halfway through" an injection. Additionally, the reporting facility indicated that the needle cap was difficult to remove and that its safety mechanism "gets stuck while moving up and down." No serious injury or adverse impact to patient or a user was originally reported. No samples available.